Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Discarded.

Event description:
During a hand dislocation repair procedure the pilot hole for the juggerknot was not drilled at a sufficient angle causing the anchor to pull out. The procedure was completed using another juggerknot mini.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI # - (B)(6).

Manufacturer narrative:
This report is being amended to reflect additional information not previously available. No medical records received. However, the sales rep relayed that it was noted by the surgeon that he had drilled into the carpals at an angle that was not sufficient. Root cause determined to be possibly user caused.